Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller wanted to know if a representative could go to the hospital to check the insulin pump. Advised the caller that all troubleshooting is done over the phone with the product helpline. The caller stated that she will have the customer's father call in. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.